Event description:
The dentist reported that 14 days after the dental implant was installed in intraoral region #19, it was seen its non osseointegration. The 30ncm of primary stability was achieved and immediate load was performed.